Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent inadequate apposition and stent damage occurred. The target lesion was located in the saphenous vein graft to the right coronary artery. A 4.00 x 24mm synergy ii drug-eluting stent was implanted and a 4.5x20 nc quantum balloon catheter was used for post dilation. However, when the physician placed a non-bsc intravascular ultrasound catheter, it caught a stent strut that was not well apposed and deformed the implanted stent. Angiography showed that the stent was still implanted but it was malformed. Attempts were made to post dilate it but no balloon could pass the deformation. A micro catheter was then used and was able to get down the vessel. The guide wire was exchanged for a stiffer wire. The micro catheter was removed and they were able to pass subsequent balloons and dilated the area. Two 4.0x12mm rebel stents and one 4.0x16mm rebel bare metal stent were implanted and the procedure was completed. No patient harm nor complications were reported.